Event description:
It was reported the pt experienced a return of symptoms as well as headaches and vomiting. The pt went in for a refill in 2008, and a volume discrepancy was noted. The estimated residual volume was 18 ml and the actual residual volume was 35 ml rotor and dye studies were performed with normal results. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.